Event description:
Caller reported the connector on the infusion set separated from the infusion set tubing. Caller stated the connector broke off; infusion set leaky. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.